Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer replaced the battery and received a weak battery alarm. After replacing the battery again, the customer received the button error alarm for a second time. The customer's blood glucose was 372 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer did acknowledge that she had gone through a metal detector the day prior. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive buttons due to corroded keypad traces. The pump was unable to perform the operating current test to verify the weak battery alarm due to the unresponsive buttons. The pump was also unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the unresponsive buttons. The pump also had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.